Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who underwent surgical removal of the device approximately 1.5 year after essure (fallopian tube occlusion insert) insertion. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible, the product technical analysis concluded that a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device / perforation (uterus) / migration of the essure device- location of device : migration into endometrium / endometrium / the coil being embedded in uterus"), device breakage ("device breakage"), tubal rupture ("fallopian tube rupture"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("subsequent miscarriage") in a 35-year-old female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included depression, urinary tract infection, chills, dysuria, fever, nausea, vomiting, nabothian cyst, uterine enlargement, ear pain and osteoarthritis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tubal rupture (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), hypersensitivity ("allergic and/or hypersensitivity reactions") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery, robotic total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy), surgery (pelvic surgery, robotic total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy) and surgery (pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and abdominal pain had not resolved and the device breakage, tubal rupture, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, vaginal discharge, vaginal infection and hypersensitivity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device breakage, dyspareunia, genital haemorrhage, hypersensitivity, pregnancy with contraceptive device, tubal rupture, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. At that time, patient underwent a pelvic surgery to try and alleviate the symptoms. She did not claim that essure worsened a previously existing injury/condition. 3 coils noted on right and 3 coils noted on left diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: migration of essure device; on (B)(6) 2015: migration of essure device ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- pelvic pain,uterine perforation" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: event "perforation of the essure device / peforation (uterus) / migration of the essure device- location ofdevice : migration into endometrium / endometrium " coding change to "uterine perforation", event "abdominal pain", lot number, lab test added from pfs. Concomittant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device / perforation (uterus) / migration of the essure device- location of device : migration into endometrium / endometrium / the coil being embedded in uterus"), device breakage ("device breakage"), tubal rupture ("fallopian tube rupture"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("subsequent miscarriage") in a 35-year-old female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included depression, urinary tract infection, chills, dysuria, fever, nausea, vomiting, nabothian cyst, uterine enlargement, ear pain and osteoarthritis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, tubal rupture (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and hypersensitivity ("allergic and/or hypersensitivity reactions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery, robotic total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy), surgery (pelvic surgery, robotic total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy) and surgery (pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation had not resolved and the device breakage, tubal rupture, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, vaginal discharge, vaginal infection and hypersensitivity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, dyspareunia, genital haemorrhage, hypersensitivity, pregnancy with contraceptive device, tubal rupture, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. At that time, patient underwent a pelvic surgery to try and alleviate the symptoms. She did not claim that essure worsened a previously existing injury/condition. 3 coils noted on right and 3 coils noted on left diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: migration of essure device; on (B)(6) 2015: migration of essure device . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- pelvic pain,uterine perforation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device"), device breakage ("device breakage"), tubal rupture ("fallopian tube rupture"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("subsequent miscarriage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), tubal rupture (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and hypersensitivity ("allergic and/or hypersensitivity reactions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, device breakage, tubal rupture, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain lower, dyspareunia, vaginal discharge, vaginal infection and hypersensitivity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device breakage, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tubal rupture, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. At that time, patient underwent a pelvic surgery to try and alleviate the symptoms. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: reporter information updated. Essure indication added. Event surgical removal of the device was replaced with events severe pelvic pain, severe cramping, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy and subsequent miscarriage, allergic and/or hypersensitivity reactions and migration/perforation of the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgical removal of the device") in a female patient who received essure. On (B)(6) 2014, the patient started essure. On (B)(6) 2015, 531 days after starting essure, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Company causality comment this spontaneous non-medically confirmed legal case report refers to a female consumer who underwent surgical removal of the device approximately 1.5 year after essure (fallopian tube occlusion insert) insertion. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. A product technical analysis is expected. Further information will be obtained through the litigation process.